Event description:
Caller reported discrepant results compared to the lab/reference method: 2009 - inratio: 1.8, doctor meter (different brand): 1.8, doctor instructed patient to increase coumadin from 7mg to 8mg. A week later - inratio: 7.5, no repeat, no other tests, doctor told patient to stop taking coumadin. On the next day - inratio low 5.9; doctor's meter 8.0; lab 9.0. On the following day - doctor meter: 8.0. No other tests. Three days later - inratio 2.2, doctor meter 2.0. No lab. He stopped taking coumadin on a week after the original date. Doctor told patient to eat spinach, but no prescription for vitk.

Manufacturer narrative:
As of 08/04/2009, 8 discrepant results complaints were reported for lot #080646, yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Discrepant results (accuracy) comparison of inratio test lab results provided by the end-user at the time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values of the previous month, are within the confidence limits for inr testing. And both values of eight days later, are above 5.0 and not considered discrepant within the context of the document variability for inr testing. Functional testing is not required at this time, but the meter will be tested when it is returned. As of today, no product is expected to return. No further investigation is required. No corrective action required at this time, as no product deficiency was established.